Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgical time was extended more than 30 minutes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an appendectomy procedure, while the penetration of the abdominal wall, a vessel was partly perforated with the trocar. The patient got a bleeding and it needed to be converted to an open surgery. There was tissue damage. The incision was extended more than 1 inch. The patient was transferred to another hospital and the patient hospitalization was extended. There was a temporary patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.